Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. This initial report is being submitted per FDA request since it was not received in 2018. Initial details of this event were previously reported 6/20/2018 on report #3008766073-2018-00118. All details, including supplemental information are contained under that report number.